Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump display was blank. The customer's blood glucose was 122 mg/dl at the time of incident. It was reported that the pump was exposed to extreme temperatures and they tried stabilizing it at room temperature for more than 30 minutes. Self-test was performed and the insulin pump did not pass. The insulin pump will be returning for analysis.